Event description:
During arthroscopic rotator cuff repair, the expressew iii autocapture device needle got stuck in the device after it had already passed through the tissue. The surgeon was able to retrieve/pull the device all the way through the tissue safely without patient injury.